Event description:
It was reported that a patient had fractured their pip proximal component. The distributor said that the physician stated that the patient was doing well after surgery, but then became symptomatic. An x-ray confirmed that the component fractured between the shaft and the head of the device. A revision was completed on (B)(6) 2010 which consisted of replacing the component.

Manufacturer narrative:
Information about the circumstances around the fracture are still pending a response. X-rays were sent of the implanted device. X-rays confirmed fracture, but did not provide any clues to why it had fractured. A review of the manufacturing records did not identify anything that may have caused or contributed to this reported event. The device has been removed and is pending return to ascension orthopedics for analysis. When the analysis is completed, a supplement report will be sent.